Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that there was a grounding pad error message. The caller stated that they observed an erbe m-0b error. The intuitive tech support engineer (tse) found no related errors in the system logs. The tse walked the caller through placing a new ground pad on their arm. The error reoccurred, which isolated the issue to the erbe generator. The caller brought in another vision side cart (vsc) to perform the case. There were no reports that the ports had been added. Intuitive surgical, inc. (Isi) obtained the following additional information: the ports had already been placed in the patient when the grounding pad error took place.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and could not be confirmed through system logs, as no erbe errors were recorded. During the failure analysis, an issue was identified that may be related to the reported event, but it could not be replicated onsite. An m-b0 error found in the erbe logs from 28-oct-2025 may be related, though it is not considered significant. Visual inspection revealed notable scratches along the right side of the housing cover, light rub marks on the left side, several small discoloration spots on the front bezel, and scratches on the heatsink fins. The unit was tested on the system, and all instrument recognition and energy activation tests passed successfully across all ports. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of the customer-reported firing issue on the erbe could not be determined based on the information provided and the failure analysis results. In-house testing of the returned unit did not reveal any issues related to the reported event.